Event description:
Patient was revised to address pain and elevated iion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2012-uf report (B)(4) submitted by hospital states that patient was revised to address groin pain, elevated cobalt ion levels, metallosis, and corrosion at the liner/cup interface.

Manufacturer narrative:
Update - (B)(4) 2012 - uf report (B)(4) submitted by hospital states that patient was revised to address groin pain, elevated cobalt ion levels, metallosis, and corrosion at the liner/cup interface. The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the cup and heads provided product and lot combinations since their release for distribution. A previous review of the device history record for the liner revealed no related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-83256. This report, 1818910-2012-21465, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-83256.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.